Manufacturer narrative:
Medwatch sent to FDA on 01/04/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "difficulty breathing, difficulty swallowing and bladder spasms" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: physician instructions: "the physician should instruct the patient to promptly report to her/him any evidence of problems possibly associated with the use of juvéderm ultra plus xc."

Event description:
Company representative reported on behalf of a patient who noted that approximately 2 months after injection with unspecified juvederm, the patient experienced difficulty of breathing and shortness of breath. The patient saw a pulmonologist and had a lung function test and was told that the lungs are functioning only at 40%. The patient is also experiencing bladder spasms and also has difficulty swallowing. The patient was prescribed inhalers that are helping with breathing issues. Symbicort, spiriva, albuterol, and mybetric were provided as treatment.